Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the balloon was inserted on (B)(6) 2024, burst and was replaced on (B)(6) 2024.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on april 27, 2021. One physical sample was received at the manufacturing site for investigation. The sample was inspected, and the reported condition was confirmed; the balloon was inflated with water and a leak was detected in the lower part of the tube. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate the reported condition. This complaint will be used for tracking and trending purposes.